Event description:
User received discrepant psa result for one patient sample, initial result was 2.0 ng per ml. The same sample tested on another system gave a result of 12.7 ng per ml. The user believed the initial result was not correct. No information was provided to determine if the erroneous result was reported or if any adverse events occurred., if additional information is received, appropriate notification will be provided.